Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, non-capture, and it was suspected for fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.